Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, the tip of the device broke off and fell inside the patient. The broken piece was retrieved from the patient. The intended procedure was completed using a similar device. No patient injury was reported. No further information was provided.